Event description:
It was reported that a solid tone occurred followed by error 5 during a lap colon procedure. The handpiece was replaced and error 5 occurred again. The instrument was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
H6: torn isolator and moisture ingress. H3> evaluation summary. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.